Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation, as it remains implanted in the patient; therefore, the root cause for the stenosis and regurgitation remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 31mm pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of two (2) years, 10 months due to mitral regurgitation. The tmvr procedure was performed successfully with a 29mm edwards transcatheter valve.

Manufacturer narrative:
UDI #: (B)(4). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was reported that a patient with a 31mm pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of two (2) years, 10 months due to mitral regurgitation. The tmvr procedure was performed successfully with a 29mm edwards transcatheter valve. The patient tolerated the procedure well. The patient was discharged to tcu for rehabilitation on pod #6. The patient's renal function worsened and acute neurological process occurred. The patient expired on pod #19.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.